Manufacturer narrative:
Motor error alarm during the basic occlusion test due to faulty force sensor resistor. The insulin pump passed displacement test, self test and unexpected restart error test. The insulin pump passed all operating currents tested within the specification range and passed off no power test. The insulin pump was received with moisture damage on electronics assembly, cracked battery tube thread, cracked reservoir tube lip, cracked reservoir tube, cracked case near display window corners, cracked on display window, missing end cap sticker and minor scratches on display window noted. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that the customer had experienced high blood glucose. The customer¿s blood glucose level was 167 mg/dl at the time of incident. The customer's blood glucose was 415 mg/dl at the time of call. Customer dropped the pump was exposed to water. Customer reports there was fluid under the display and foggy dew substance underneath display. The customer was advised to discontinue use of the pump and to revert to backup plan per health care professional instructions. The insulin pump was returned for analysis.